Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the ins was explanted in 2005 due to harming of one of their vertebrae along their spine; the leads were left in the patient.  Patient stated that they were originally told that the implant was the size of a silver dollar but when it was removed, the neurosurgeon told them that the implant was the size of a hockey puck and that it pushed one of the lumbar vertebrae's out of place. Patient reported  that the lead and extensions are abandoned - due to this she had experienced a life time of problems in her body. Patient inquired about leads being implanted and having MRI.